Event description:
On 20th september 2023, customer reported a barcode misreading by erytra with serial number (B)(6). Barcode 23t035652 was read as 23t305607. When results were exported to lis, there was an error exporting the results. Customer is working with checksum enabled.

Manufacturer narrative:
The information provided by the customer was analyzed. A specific cause for the misread could not be clearly determined but seems to be higly correlated to the dirty mirrors. Moreover, after the field safety engineer (fse) cleaned the mirrors, no additional errors were reported. Although the affected code (isbt 128) includes protection, a misread is still possible. Isbt 128 code has a high accuracy as a result of reduced misreads during scanning. This code includes a checksum of the encoded data which provides an additional protection. The probability that this event could result in an adverse event is extremely low since, additionally to the low likelihood of a misread of the sample barcode, the instrument will not be able to assign any test received from the lis or middleware to the sample since the barcode will not match. In fact, when customer attempted to export the results to lis, there was an error exporting the results, therefore customer detected discrepancy since the wrong code did not correspond to a sample previously sent to the analyzer, precluding the possibility of releasing the associated tests result to an incorrect sample identification number. As part of the improvement process of our products, in erytra software version 4.4, the configuration of the reader module has been modified in order to set up a double reading check, reducing even more the potential misreading.